Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was marked as discharged. A technical support specialist reviewed the patient record on the enterprise server using the provided medical record number (mrn) and noted that the patient was marked as discharged. Informed the customer that when a patient is discharged in enterprise server (es), any associated orders will be discontinued, even if they remain active in electronic privacy information center (epic). The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server orders were discontinued; however, they still appeared as active in epic. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.